Manufacturer narrative:
This device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the plate was received broken. The golden anodized lcp-df is made of ti6al7nb alloy. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the lcp-df is in compliance with the international standards for surgical implants made of ti6al7nb alloy. The chemical composition of the screw head was tested by edx (qualitative). The screw head was found to be made of ti6al7nb-alloy. Based on these results it can be concluded that the chemical composition of the screw head is in compliance with the international standards. The dimensions of the investigated lcp-df (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. A screw head of a 5 mm locking screw was plugged inside the fourth proximal combination plate hole. The screw head was cracked and therefore it was not possible to determine the loosening moment or even remove the screw head from the plate hole. The lcp-df showed several discolorations of the anodic layer, which is probably am effect of the cleaning process. Weakly visible macroscopic lines of rest are documented on the fracture surface of the proximal fragment and are a sign for a fatigue failure. When examining the distal fracture surfaces of the lcp-df using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. Documented fatigue cracks close to the initial fracture zone indicate multiple crack initiation. At a higher magnification, a transition zone with fatigue striations, subsidiary cracks and dimples were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. However, the fracture surfaces showed mainly a forced fracture with dimples which indicates high nominal loads. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The examination of the fracture surface of the screw head by sem showed a forced fracture with dimples over the entire fracture surface. Sem observations and findings showed that the screw failure was caused by overload. Based on the topography of the fracture surface, it is likely that both implants were subjected to high dynamic bending loads (one sided). Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The implants could not resist the applied force which finally led to the material overload. Postoperative activities of the patient and instability of the fracture situation may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was diagnosed with a spirodial diaphyseal fracture of the femur between a non-synthes nail and knee prosthesis with hemarthrosis. On (B)(6) 2013, the patient underwent a reduction and osteosynthesis with removal of distal screw on the non-synthes nail, osteosynthesis by a nine-hole synthes locking compression plate and thirteen synthes screws. The post-operative recommendation was support was forbidden for three months. Four to five months later the patient was diagnosed with diaphyseal iterative fracture of the right femur under the non-synthes gamma nail and above the knee prosthesis and a fracture of the synthes plate. The broken plate was removed and the patient was revised on (B)(6) 2014 with iliac bone graft and new osteosynthesis by an eleven-hole synthes locking compression plate. The post-operative recommendation was immobilization by splint in extension and immediate re-education. This is report 2 of 2 for (B)(4).